Event description:
Reporter stated the menu button on the infusion device has to be pressed very hard and multiple times to respond. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporarily isolate the area of contact inside the button housing. Due to this problem, the menu button does not respond and is without function.

Manufacturer narrative:
The event occurred in (B)(6).